Manufacturer narrative:
Mindray (B)(4) service representative evaluated the unit and confirmed the device was operating to specification. The passport 2 monitor had been purchased without the st & arrhythmia software option; therefore, the device would not have produced such alarms. Service has installed the arrhythmia & st software option on the monitor as an accommodation. Although there was no device related malfunction, this event is being reported since a death occurred.

Event description:
Customer reported that while being monitored by the passport 2 monitor, a patient had a cardiac arrest and the monitor did not produce visual and audio alarms of the event.